Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to kidney failure and a seizure on (B)(6) 2017 with a blood glucose level of 38 to 400 mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.